Event description:
No death reported. Customer reported a reading of 500 mg/dl on the compact system. The customer took treatment action based on this reading that resulted in a hypoglycemic episode requiring hospitalization. A request was made for the return of the device and a replacement was sent.